Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history record, documentation, instructions for use (IFU), manufacturing instructions, quality control, functional testing, and visual inspection of the returned device was conducted during the investigation. One used catheter was returned and was found to have a 1.1cm vertical crack present on the blue hub. All connections of the extension tubes were secure. A leak test was performed. Only the blue hub leaked at the crack. The lumens of all extension tubes were not occluded. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that could contribute to this failure mode. A complaint history search revealed that there were no other reported complaints for this lot number. Based on the information provided and the results of our investigation, a definitive root cause cannot be determined at this time, however appropriate measures have been initiated to investigate this failure mode. Per the [quality engineering] risk assessment, no further action is required. Monitoring will continue to be performed for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Brand name: cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter set. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that, on the same day as the cvp line placement, leakage was found at a crack in the mid port of the catheter. The leakage was discovered during glucose infusion through the cvp line. A replacement cvp was successfully placed the same day. As reported, the patient did not experience any additional effects due to this occurrence.